Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the nasogenial fold with juvéderm ultra plus¿ xc. The next day patient developed erythema which "evolved to livedo/redness in malar region - anterior/medial in right side." Three days later patient "presented a little 'corsican' in nasogenian site (right side)." The physician "diagnosed as an acute ischemic event." Patient was treated with diluted hyaluronidase and local heat and was prescribed cipro, aspririn, cialis, and topical altargo. Patient did not take the prescribed cialis. The edema and local livedo improved. Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of erythema, livedo/redness, "corsican", acute ischemic event, and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: contra-indications. "Do not inject into the blood vessels (intravascular)." Undesirable effects "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported patient was injected to the nasogenial fold with juvéderm ultra plus xc. The next day patient developed erythema which "evolved to livedo/redness in malar region - anterior/medial in right side." Three days later patient "presented a little 'corsican' in nasogenian site (right side)." The physician "diagnosed as an acute ischemic event." Patient was treated with diluted hyaluronidase and local heat and was prescribed cipro, aspirin, cialis, and topical altargo. Patient did not take the prescribed cialis. The edema and local livedo improved. Symptoms are ongoing.

Manufacturer narrative:
The events of pain, "crust", and small necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: ¿ cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Additional information provided by healthcare professional: in addition to juvéderm ultra plus¿ xc, patient was also injected with juvéderm ultra¿ xc. The physician clarified that the reported ¿corsican¿ in the right nasogenian site is meant to be ¿crust.¿ the day after injection patient had pain and erythema in the right hemiface. When the patient was reviewed 3 days later they had ¿small necrosis area and erythema without pain at palpation of the area.¿ the edema was located at the right malar area. After 2 days of taking the prescribed medications patient is ¿much better¿. After almost a month patient is ¿without any symptoms, but with mild facial erythema.¿ patient was using retinoic acid at the time of injection. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00122 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspect product, juvéderm ultra plus¿ xc.